Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set insulin flow blocked events on (B)(6) 2025. The blockage was at the site. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.